Manufacturer narrative:
The event type was corrected to malfunction due to additional information received, and the there is no longer an intervention required. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the previously reported bladder stretch surgery was not related to the device or therapy. The hcp also reported that the cause of the wire and 8 engines not working was that there was documentation of lead impedance, but there were still available, functional leads. The hcp indicated that no actions were taken to resolve the 8 engines not working as the patient had not reported further difficulties with the unit since it was reprogrammed on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0c79r, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a surgery on (B)(6) 2018 to ¿stretch their bladder¿ and the healthcare provider also put ¿numbing medicine¿ in their bladder to control the spasms and swelling. The healthcare provider found ¿three spots¿ during the surgery and also found that the ¿wire wasn't working all the way like it should¿. The patient was asked to clarify and stated the healthcare provider told the patient that ¿not all eight engines were working¿. The healthcare provider also determined that the ins was 36% at the time, and they wanted to wait about a year to surgically revise the system. The patient noted that they didn't know why the healthcare provider wanted to wait because the wire was not working like it should. It was noted that the patient had underlying issues of interstitial cystitis and incontinence. The patient was redirected to their healthcare provider. No further complications were reported.

Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they went to the doctor and the doctor said the device was working 100% but previously said it wasn¿t. When asked if they did reprogramming, the patient said they did twice. It was reviewed that they may be using different electrodes, and the patient stated that they were told 2 of the 4 were bad. The patient stated the doctor used the machine to check the device and said it was working. The patient stated the doctor said they couldn¿t replace the device until it was down to 10 or 15%. The patient noted they were going to call their doctor. No further complications were reported.